Event description:
During baxter's functional testing of a spectrum pump, the device displayed a "downstream occlusion!" Alarm when no occlusion was present. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.